Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Manufacturer date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that per the patient the pump is alarming no disposable. Patient powered the pump off and on but it continues to alarm. Powered on, reviewed settings and closed clamp. Removed the cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. Removed cassette again and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. Powered pump off. There was no patient injury reported.